Event description:
The resident at the hospital, alleged the following event: "while opening the blister, the locking screw, which was in a small compartment, was glued to the blister and fell into the surgical field. Another locking screw was used, which delayed the surgery." No adverse consequences were reported for the pt.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. An investigation was not possible because neither the product nor the packaging was returned for evaluation. A review of the device history records revealed no discrepancies during manufacturing and packaging process. The product had been documented faultless prior to distribution. The file will be closed formally according to our standard procedures and might be reopened in case we should receive the item / packaging or any further substantive information.